Event description:
It was reported that a patient presented with dislodgement noted on both the right atrial and right ventricular leads. This resulted in loss of capture on the right ventricular lead and p wave amplitude variation and high capture thresholds on the atrial lead. The dislodgement was confirmed via x-ray. The leads were explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.

Event description:
It was reported that a patient presented with dislodgement noted on both the right atrial and right ventricular leads. This resulted in loss of capture on the right ventricular lead and po wave amplitude variation and high capture thresholds on the atrial lead. The leads were explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.

Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in one piece with the helix noted partially extended and clogged with blood/ tissue. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.